Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/21/2013 with the following findings: testing confirmed multiple consecutive alarms in the black box. The pump powers ¿on¿ with display, auditory and vibration, but a hard alarm upon boot up - an ¿illegal battery¿ alarm .the pump¿s case was removed and the component tested and found defective,. When the defective componenet was removed from the printed circuit board, the pump was able to power up and to display¿verify¿ screen. The pump was primed and exercised with no further alarms.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a single component failure on the printed circuit board. This report is made based on the results of an investigation completed on 11/21/2013.